Event description:
It was reported that the stent failed to fully expand. A carotid wallstent was selected for use in the carotid stenting procedure. The stent was deployed, but did not fully expand, creating an hourglass shape. After additional manipulation with a guidewire, the stent was able to fully expand. Although deployment was challenging, the stent was ultimately implanted successfully in the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Corrected fields: h6 - device codes - added a150101 to better classify the reported event. Investigation results: media review: angiographical images were provided by the customer. A review of the images by boston scientific medical safety confirms a device malfunction. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the carotid wallstent device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that the stent failed to fully expand. A carotid wallstent was selected for use in the carotid stenting procedure. The stent was deployed, but did not fully expand, creating an hourglass shape. After additional manipulation with a guidewire, the stent was able to fully expand. Although deployment was challenging, the stent was ultimately implanted successfully in the patient. There were no patient complications as a result of this event.